Manufacturer narrative:
A meeting was held on (B)(6) 2012, at the hospital to discuss and investigate the event. The physician described attempting to access the hepatic vein using a .038" diameter guide wire within the 5f mpa which was inside the 7f introducer. A stenosis of the vein was detected and an attempt to "push through" was made to clear the obstruction. This attempt resulted in the tip of the 5f mpa sending back on itself as depicted in figure 1. The bend in the mpa was at the distal tip of the rigid introducer and hear, but not at, the heat bond joint of the mpa catheter. The .038" guide wire was removed and an amplatz guide wire was inserted. In an attempt to straighten out the bend (kink) in the mpa. The result of the straightening attempt was the separation of the mpa thus leaving a fragment in the pt as shown in figure 2. An nsnare device was then used to grasp the center portion of the fragment and pull it through the 7f introducer as shown in figure 3. The folded over fragment was larger than the diameter of the 7f introducer and thus the fragment was broken. The 7f introducer was removed and a 10f sheath was introduced, and nsnare devices were used to capture, rotate and retrieve the largest of the three fragments. The two small fragments migrated, one to each lung. Due to their small size, the attending physician said that there was no risk to the pt. A competitive device was then used to attempt the procedure again but was unsuccessful due to pt anatomy. The transjugular approach for a liver biopsy was then terminated, and a percutaneous approach was used to successfully retrieve a biopsy sample. A second 5f mpa was unpackaged and the catheter was intentionally broken. Conclusion: this was a first-time user of the tlab-18c biopsy system. During the product demonstration, the product manager and sales rep advised onsite support during the first procedure for review; however this did not occur. The device was used in a manner that is contrary to the dfu revision that was in effect at that time. The improper use of the 5f mpa and introducer by the physician allowed the root cause situation to occur. The root cause of the failure was the folding of the 5f mpa as it was forced against the stenosis as this caused stress on the catheter against the rigid portion of the 7f introducer and possibly the tip of .038" guide wire. The catheter may have been damaged at this point. Pushing the amplatz wire through the folded catheter damaged or further damaged the catheter and then severed a fragment. The folded fragment could not be retrieved through the 7f introducer cannula because the inner diameter is smaller than the doubled over 5f mpa tip, and the force of the attempt caused further damage. See figure #3. Therefore, it has been concluded that this event should not be considered a failure of the system.

Event description:
Initial reports indicate tip of mpa broke off in pt during procedure. When the physician attempted to "snare" the mpa, two more pieces broke off. Two pieces remain in the pt. The physician used the mpa through the introducer to gain access to the rhv. In the process, the mpa radiopaque tip sheared off into the pt. The physician then used an nsnare to attempt retrieval of the tip. In the process, the tip broke off two more pieces. One piece was able to be retrieved from the pt after five hours of attempting to retrieve (about a 1cm piece was retrieved). The other two pieces remain in the pt, one in each lung. The team attempted to finish the procedure after retrieving the piece and was unsuccessful.